Manufacturer narrative:
.

Event description:
It was reported on (B)(6) 2015 that the patient had a sleep study done and was diagnosed with sleep apnea. She also reports the patient is experiencing dry mouth and has gained a lot of weight over the last 5 years which may be related to the sleep apnea. . She stated that the patient has bad snoring that worsens with stimulation. Follow-up for further information has been unsuccessful as the patient has not been seen yet regarding the reported events.